Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Customer addressed bg level with carbohydrates. Contact alleged the control iq software did not function as intended, and delivered more insulin than needed to address an increasing bg level. Although requested, pump data was not uploaded for review. Multiple attempts were made to follow up with the customer, however, a response was not received.